Event description:
It was reported that the insulin pump had a blank display during normal use. The blood glucose reading was 283 mg/dl. The issue was not resolved upon troubleshoot. Advised the customer to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specification. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.